Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer stated that falsely decreased results were generated for a patient sample tested on the cell-dyn sapphire analyzer and that no error message or flag was generated to alert the customer of the suspect results. The sample was retested on the same analyzer and results were higher. No adverse impact to patient management was reported. Wbc initial/retest: 3.88/8.37 k/ul, rbc initial/retest: 2.29/5.12 m/ul, hemoglobin initial/retest: 4.66/9.25 g/dl, hematocrit initial/retest: 13.7/29.8 %, platelets initial/final: 302/623 k/ul.

Manufacturer narrative:
Data submitted by the customer was reviewed. Although no error messages or alerts were observed, results were underlined, which is indicative of result below/above lower/above range limit. Abbott field service was requested to inspect the cell-dyn sapphire analyzer. The wash block was replaced by field service to resolve the issue. After replacement of the wash block, controls and patient runs were within specification. Assessment of the issue concluded that the most likely cause may have been due to a clot or partial blockage that occurred during the first run; however, because there is no additional data available, this cannot be verified. Field service did identify that when analyzing the result, a problem could be observed with the sample. The cell-dyn sapphire operator's manual states that error can occur due to potential operator errors and cell-dyn sapphire system technology limitations. A review of historical data did not find any issues similar to the customer's concern. Based on the event details and investigation, no product deficiency was identified with the analytical parts of the cell-dyn sapphire instrument.